Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 4/11/2016 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 12mm x 380mm, standard nail per the sign technique manual. Surgeon comments: "(B)(6) 2015 - lost to follow up till recent pain at fracture site. Smokes cigarette. I think it is too late to dynamize. He needs debridement of fracture site and revision im nail ","(B)(6) 2014 - did an exchange im nail to a bigger and longer nail after reaming and also another fibulectomy."